Manufacturer narrative:
Further information was requested but was not available.

Event description:
It was reported that the patient presented for a right atrial (ra) lead replacement due to a possible sub clavicular lead crush. The ra lead was capped (B)(6) 2025 and replaced.